Event description:
It was reported that the patient had 2 vf episodes while working in the garden and the device started therapy, however, the shocks were not effective. After the 5th shock the patient returned to sinus rhythm. Patient received a vibration alert for out of range impedance. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed in the laboratory. Hvli out of range was caused by a broken ground case wire.